Event description:
Medtronic received information that prior to the attempted implant of this 26-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), a pre-implant balloon aortic valvuloplasty (bav) was performed. During the procedure the valve was deployed and recaptured due to infolding. The valve was deployed a second time and ¿was not opening¿ due to being placed too high. The valve was recaptured a second time and the system was removed. A second 26mm transcatheter bioprosthetic valve was loaded onto a second dcs and implanted. Another 26mm transcatheter bioprosthetic valve was loaded onto a another dcs and implanted for unspecified reasons. During the procedure pericardial effusion occurred and required medication and a pericardial drainage. Two days later it was noted that the patient ¿didn¿t seem relevant when waking up after sedation due to intubation¿. Computed tomography (CT) imaging was performed and showed new infarctions. Medication was administered for the neurological event that was ongoing. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d -evprop23-29, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4) product ID: evproplus-26, serial/lot #: (B)(4), ubd: 13-apr-2023, UDI#: (B)(4) product ID: evproplus-26, serial/lot #: (B)(4), ubd: 29-jun-2023, UDI#: (B)(4) product analysis: the implanted valves (serial number (B)(4) and (B)(4)) remains implanted; the delivery catheter system (dcs) (lot number 0011291504) and removed valve (serial number (B)(4)) were discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected b5: medtronic received information that prior to the attempted implant of this 26-millimeter (mm) transcatheter bioprosthetic valve (f075302) with this delivery catheter system (dcs) (0011246951), the valve was successfully loaded on the first attempt. Visual, tactile and fluoroscopic methods confirmed that no misload occurred. Node overlap was observed to the third node. A pre-implant balloon aortic valvuloplasty (bav) was performed with an 18mm balloon with manual inflation. During the procedure the valve was deployed and extreme under expansion was noted. The under expansion was due to severe infolding of the valve. The infolding was reported to be due to severe calcification of the right coronary cusp (rcc). The valve was then recaptured, deployed a second time and again recaptured due to severe infolding. The valve was recaptured a second time and the system was removed. Two additional bavs were performed with a 20mm balloon with manual inflation. A second 26mm transcatheter bioprosthetic valve (B)(6) was loaded onto a second dcs (0011275597). The replacement valve was successfully loaded on the first attempt. Visual, tactile and fluoroscopic methods confirmed that no misload occurred. Node overlap was observed to the third node. The valve was partially deployed at a depth of 2mm and encountered the same issues as the first valve. Under expansion and infold were observed. The valve was recaptured and partially deployed at a depth of 5mm. Under expansion and infold was again observed. The valve was repositioned and found to expand at a dep th greater than 10mm. The valve was eventually repositioned after a fourth recapture and fully deployed at a depth of 3-5mm. Due to the infolded stent frame, the valve dislodged into the ascending aorta. The infolding was again reported to be due to severe calcification of the rcc. The patient remained hemodynamically stable and the dislodged valve was successfully snared with a non-medtronic extra stiff guidewire. A third 26mm transcatheter bioprosthetic valve (f125827) was loaded onto a third dcs (0011291504). When crossing the dislodged valve, thoracic pain and hemodynamic instability were noted due to a small pericardial effusion. The effusion was caused by a minor left ventricle perforation from the non-medtronic extra stiff guidewire that snared the dislodged valve. As the patient¿s hemodynamic stability deteriorated, the valve was quickly deployed. Under expansion was noted and the valve was recaptured. The valve was then deployed at a depth of 10-12mm. Moderate paravalvular leak (pvl) was observed and a post-implant bav was performed with a 20mm balloon. Results of the bav were good and a resulting trace pvl was present. The pericardial effusion required a pericardial drainage. Only 60 to 120 seconds of hemodynamic compromise was reported. A very short bout of cardiopulmonary resuscitation (CPR) (under two minutes) was provided. Medication was administered, blood transfusion was provided and a return of spontaneous circulation (rosc) was achieved. It was noted that a non-medtronic extra stiff guidewire was used during the implant procedure. Two days later it was noted that the patient ¿didn¿t seem relevant when waking up after sedation due to intubation¿. Computed tomography (CT) imaging was performed and showed new infarctions. Cerebellar bilateral infarctions were seen on CT. Medication was administered for the neurological event that was ongoing. It was reported that the calcified right coronary cusp was a contributing factor of the stroke. No additional adverse patient effects were reported. Correction of d10: removed dcs from concomitant reporting. The following device no longer applies to this report. - product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 30-jun-2023, UDI#: (B)(4). H6 - removed component code g04129 and health impact code f05 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected h7 and h9 as it was omitted in error from the previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29; product lot/serial number (B)(6); product type: delivery system; implant date na; explant date na product ID d-evprop23-29; product lot/serial number (B)(6); product type: delivery system; implant date na; explant date na product ID d-evprop23-29; product lot/serial number 0011291504; product type: delivery system; implant date na; explant date na product ID l-evprop23-29; product lot/serial number 0011237300; product type: loading system; implant date na; explant date na product ID l-evprop23-29; product lot/serial number 0011242616; product type: loading system; implant date na; explant date na product ID l-evprop23-29; product lot/serial number 0011171099; product type: loading system; implant date na; explant date na product ID snare; product lot/serial number unknown; product type: snare; implant date na; explant date na updated data: b5, d10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the pericardial effusion resolved the day following onset. The cerebral infarct resolved with sequelae approximately 2 months following onset.

Manufacturer narrative:
Product analysis: a patient summary was provided for review of the event. No fluoroscopic case images were provided for review so no comments could be made on valve load or infolding. However, as reported there was heavy leaflet calcium on all leaflets especially on the right coronary cusp (rcc) one image demonstrated a stretched view of the rcc and right coronary artery (rca) and another image showed calcium distribution of all three cusps. Review of the device history records (DHR) and frame record reviews were performed for these valves found that they were built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. Conclusion: per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. The image review identified a severely calcified annulus as the cause of the valve under expansion, the cause of the frame expansion issue was a patient-related condition. A second valve was implanted as a result. Potential factors that could influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. In this case, a conclusive root cause could not be determined from the available information; however, the severely calcified annulus and valve under expansion were likely contributing causes. Dislodge events are typically not related to a device malfunction. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve) and/or procedural factors (i.e., pre-case planning, sizing, loading, user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the loader experience was not reported but the load was confirmed via fluoroscopy. With the information available, a root cause for the infolding could not be conclusively determined but it was likely due to patient anatomy. Vascular injuries such as perforation, are known potential adverse patient effect per the evolut IFU, and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). In this case, the effusion was caused by a minor left ventricle perforation from the non-medtronic extra stiff guidewire that snared the dislodged valve. Pericardial drainage was performed. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. With the information available, a conclusive cause could not be determined but the reported dislodgement, perforation and infolding were likely contributing factors. Two bavs were performed and a second valve (serial number (B)(6) was implanted. Cardiopulmonary resuscitation (CPR) was provided. Medication was administered, blood transfusion was provided, and a return of spontaneous circulation (rosc) was achieved. Paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was likely caused by the dislodged valve and under expanded valve. However, there was no definitive evidence of the pvl's root cause. Cerebellar bilateral infarctions were seen on computed tomography (CT). Stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Medication was administered for the neurological event that was ongoing. It was reported that the calcified right coronary cusp was a contributing factor of the stroke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the attempted implant of this 26-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was successfully loaded on the first attempt. Visual, tactile and fluoroscopic methods confirmed that no misload occurred. Node overlap was observed to the third node. A pre-implant balloon aortic valvuloplasty (bav) was performed with an 18mm balloon with manual inflation. During the procedure the valve was deployed and extreme under expansion was noted. The under expansion was due to severe infolding of the valve. The infolding was reported to be due to severe calcification of the right coronary cusp (rcc). The valve was then recaptured, deployed a second time and again recaptured due to severe infolding. The valve was recaptured a second time and the system was removed. Two additional bavs were performed with a 20mm balloon with manual inflation. A second 26mm transcatheter bioprosthetic valve was loaded onto a second dcs. The replacement valve was successfully loaded on the first attempt. Visual, tactile and fluoroscopic methods confirmed that no misload occurred. Node overlap was observed to the third node. The valve was partially deployed at a depth of 2mm and encountered the same issues as the first valve. Under expansion and infold were observed. The valve was recaptured and partially deployed at a depth of 5mm. Under expansion and infold was again observed. The valve was repositioned and found to expand at a depth greater than10mm. The valve was eventually repositioned after a fourth recapture and fully deployed at a depth of 3-5mm. Due to the infolded stent frame, the valve dislodged into the ascending aorta. The infolding was again reported to be due to severe calcification of the rcc. The patient remained hemodynamically stable and the dislodged valve was successfully snared with a non-medtronic extra stiff guidewire. A third 26mm transcatheter bioprosthetic valve was loaded onto a third dcs. When crossing the dislodged valve, thoracic pain and hemodynamic instability were noted due to a small pericardial effusion. The effusion was caused by a minor left ventricle perforation from the non-medtronic extra stiff guidewire that snared the dislodged valve. As the patient¿s hemodynamic stability deteriorated, the valve was quickly deployed. Under expansion was noted and the valve was recaptured. The valve was then deployed at a depth of 10-12mm. Moderate paravalvular leak (pvl) was observed and a post-implant bav was performed with a 20mm balloon. Results of the bav were good and a resulting trace pvl was present. The pericardial effusion required a pericardial drainage. Only 60 to 120 seconds of hemodynamic compromise was reported. A very short bout of cardiopulmonary resuscitation (CPR) (under two minutes) was provided. Medication was administered, blood transfusion was provided and a return of spontaneous circulation (rosc) was achieved. It was noted that a non-medtronic extra stiff guidewire was used during the implant procedure. Two days later it was noted that the patient ¿didn¿t seem relevant when waking up after sedation due to intubation¿. Computed tomography (CT) imaging was performed and showed new infarctions. Cerebellar bilateral infarctions were seen on CT. Medication was administered for the neurological event that was ongoing. It was reported that the calcified right coronary cusp was a contributing factor of the stroke. No additional adverse patient effects were reported. Additional information was received which indicated the pericardial effusion resolved the day following onset. The cerebral infarct resolved with sequelae approximately two months following onset. Additional information was received that the patient¿s mobility was irreparably damaged with severe right-sided hemiparesis from the waist up. It was added the likelihood of the patient¿s ability to regain a normal level of function is not present and the patient is wheelchair bound.

Manufacturer narrative:
Continuation of d10: relevant devices are: product ID: d-evprop23-29, lot#: 0011246951, ubd: 2023-06-06, UDI#: unknown product ID: d-evprop23-29, lot#: 0011275597, ubd: 2023-06-21, UDI#: unknown product ID: d-evprop23-29, lot#: 0011291504, ubd: 2023-06-30, UDI#: unknown updated data: b5. Third paragraph. H6. Patient codes additional codes corrected data: d10. The delivery catheter systems used in attempt to implant all three valves were inadvertently omitted from previous reports, but added here within as associated products to the serious injury as the recaptures performed may have potentially contributed to the stroke. H6. Device codes additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received which indicated that hospitalization occurred as result of this event. The patient was discharged 8 days following the onset of the cerebral infarct.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received which indicated that the patient was discharged from the hospital 47 days following the onset of the cerebral infarct.

Manufacturer narrative:
Corrected data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that in regards to the reported worsening condition, the specialized care facility observed reduced strength on the patient¿s left side, drooping mouth corner and throaty talk. At admission, this was not observed at examination and the patient reported felt ¿like normal¿. The neurologist suspected symptoms were due to fatigue because of rehabilitation therapy. Treatment included one liter of intravenous (IV) fluids and an antidepressant medication changed from one medication to another. The cause of the creatine level was not reported. However, the kidney function was normal again following the IV fluids.

Manufacturer narrative:
Updated data: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was discharged from the hospital 21 days following the hospital discharge, the patient was readmitted due to worsening of condition and a suspicion on an infection. The infection was ruled out. Blood work was reported as normal with an increase in creatinine. A neurological evaluation two days later noted no changes. Magnetic resonance imaging (MRI) of the brain indicated a few small scattered fresh ischemic changes cortical frontally and bilaterally. Follows after infarcts in both cerebral and cerebellar hemispheres as well as in the pons. This was reported as not being changed since the infarct event approximately 2 months earlier.